Manufacturer narrative:
The investigation determined that lower than expected, vitros tsh results were obtained from a vitros total thyroid control (ttc) fluid when tested on a vitros eci system. The definitive assignable cause could not be determined. However a calibration related issue or a qc fluid handling issue cannot be ruled out as contributing to the event. The customer observed lower than expected vitros tsh quality control results when processing level 3 of vitros total thyroid control fluid after the calibration event on (B)(6) 2018. Upon restoring the (B)(6) calibration and using a fresh pour of vitros total thyroid control level 3, acceptable vitros tsh results were obtained. However, in addition to using a fresh pour of control, the customer restored the (B)(6) calibration. Systematic troubleshooting was not performed to rule out or confirm a sample related issue or a suboptimal calibration as the cause of the event. The customer has discarded the remaining inventory of vitros tsh lot 5670, therefore additional testing to determine root cause is not possible. A review of historical vitros tsh biorad quality control results indicate acceptable performance. The within run vitros tsh precision test results indicate the vitros eci system is performing as expected. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 5670. The definitive assignable cause could not be determined.

Event description:
A customer obtained lower than expected vitros tsh results from a vitros total thyroid control (ttc) l3 control lot 0570 using a vitros tsh lot 5670 reagent on a vitros eci system. Vitros ttc level 3, vitros tsh results 13.2* and 13.3* miu/l versus the expected vitros tsh result 19.3 miu/l biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected vitros tsh results were generated from control fluid and no patient samples were processed, however, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).